Event description:
It was reported that an unspecified malfunction alarm occurred. Customer performed a pump reset and subsequently, the pump touch screen was unreadable. Reportedly, the screen was black, without any graphics or text. Additionally, it was reported that the pump indicated a data log corruption. Customer¿s blood glucose level was 90 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.